Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that model k182/113066 was explanted due to pocket infection. No further information was received from the field.